Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizer. The technician inspected the sterilizer and found the unit to be operating properly. No issues with the function or operation of the sterilizer were identified. The technician proactively replaced sv4 tested the unit, confirmed the unit to be operating according to specification and the sterilizer was returned to service. Through follow-up with user facility personnel, the technician was informed that the employee was not wearing proper ppe, specifically gloves as stated in the operator manual. The v-pro max 2 sterilizer operator manual states (6-16), "steris recommends (in accordance with ansi/aami guidelines) wearing chemical-resistant gloves when using the sterilization unit." "If visual soil or moisture is present, clean and dry load again." The operator manual further states (1-2), "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max 2 sterilizer. The v-pro max 2 sterilizer operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled user facility personnel on the proper use and operation of the v-pro max 2 sterilizer, specifically wearing proper ppe and properly drying of instruments before processing. No additional issues have been reported.

Event description:
The user facility reported that an employee opened peel pouch and obtained a small burn on their finger after handling items that had been processed in their v-pro max 2 sterilizer. Medical treatment was administered (bandaid).